Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. One photo was received by our quality team for evaluation. After observing the photo, no direct issue with the vent could be seen. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: though a photo was received, a sample would be needed to do an investigation, therefore, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets leaked. The following information was provided by the initial reporter: material #: unknown, batch #: unknown. It was reported when the vent is opened the propofol sprays out vent hole.